Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported with the use of the bd vacutainer® urine complete cup kit there was under-fill or low draw of a tube with blood and sample leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated there was leakage when using urine cup as well as underfilling of c&s tube included in kit. Reporter tried two different cups and when trying to insert urine into specimen tubes there was a malfunction and urine was not dispensed into tubes from cup. Minimal urine in yellow tube, no urine in gray tube this happened two times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® urine complete cup kit there was under-fill or low draw of a tube with blood and sample leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated there was leakage when using urine cup as well as underfilling of c&s tube included in kit. Reporter tried two different cups and when trying to insert urine into specimen tubes there was a malfunction and urine was not dispensed into tubes from cup. Minimal urine in yellow tube, no urine in gray tube this happened two times.